Manufacturer narrative:
This medical device report is filed retrospectively following FDA observation number 4 received by degania medical devices pvt. Ltd. During the FDA inspection of 4-7 of november 2019. The observation was related to the fact that degania medical devices pvt. Ltd. Did not establish procedures for reporting mdrs to FDA as a manufacturer. Till then all complaints related to the devices produced by dmd were assessed for MDR reportability and submitted as necessary to FDA by degania silicone ltd. Another q medical devices division closely affiliated with dmd. Dmd CAPA number (B)(4) was issued to address the observation. One of the CAPA actions requires dmd to perform retrospective review of all the complaints received during 2018 and 2019, and submit to FDA retrospective mdrs for the reportable events (with reference to original reported to FDA recall #(B)(4) of 21/06/2018 filed by degania silicone ltd.). The evaluation of the provided sample did not confirm deviation of temperature measurement. The sample showed correct measurement.

Event description:
This is retrospective submission, following reassessment of our customer complaints during period 2018-2019. Customer's text: according to the reporter, the unit measured 33.7 degrees celsius, but rectal temperature was 39.0 degrees. Nurse changed the temp-foley catheter, and got a readout of 38.8 degrees celsius. The customer indicated that there was no injury associated with this event.